Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested; the following was obtained: in the attached photo, 37 needles are visible. Could you please clarify if all the needles shown are defects that occurred in ethicon products? Yes, clarifying the needles are all ethicon. Have any of these events been previously reported to ethicon? If so, could you kindly provide the corresponding reference number(s)? No if not, please provide more details about the issue reported for each product, including: issue reported, product code, lot number, account name, event date sept 16, 2025, 8805h, 107sja, sept 14, 2025. Did the event occur during one or multiple patient procedures? Yes. What is the total number of procedures? 3. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. How long, in minutes, did the surgery prolong? 30 mins. Which tissue was being sutured when the event occurred? Vessel tissue - angioplasty. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Did the reported issue contribute to any patient adverse consequences? No. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided yes. Could you please specify the exact number of devices involved in these three surgeries? 5. Could you please specify how many pieces are involved in each surgery? 5. Broken needles and other issues are identified in the photo. Could you please assist us in identifying the specific issue that each of the devices experienced? Broken needles and bent needles. It is indicated that there are three surgeries, but we only have two dates ((B)(6)). Could you confirm the date of the third surgery? The third surgery I believe was on the same day of the other one on the (B)(6).

Event description:
It was reported that a patient underwent an angioplasty procedure on (B)(6) 2025 and suture was used. It was reported that surgeon performed bilateral thrombectomies and angioplasties with patch. She said that it has been happening to her often that the needle bends or breaks. New suture was opened. Procedure was delayed due to the reported event. There were no patient consequences reported. Additional information was requested.